Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable na electrode results for 2 patient samples on a cobas pro ise analytical unit. Sample 1: the initial result was 148.6 mmol/l. The repeated result was 140.2 mmol/l. Sample 2: the initial result was 146.7 mmol/l. The repeated result was 140.2 mmol/l. The repeated results were obtained on another analyzer. The samples were repeated because the technician noticed the high na results. The initial results were not reported outside of the laboratory. The repeated results were believed to be correct.

Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The customer's calibration and qc were acceptable. The alarm trace showed multiple abnormal aspiration alarms which are indicative of possible poor sample quality. The field service representative found the fluidic pathways were compromised. He requested for the customer to complete monthly maintenance which resolved the issue. The precision check passed. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.